Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, there was an anastomotic leak. The patient had to be brought back to surgery to repair the leak and the event lead to an extended hospitalization by one day. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, there was an anastomotic leak. The patient had to be brought back to surgery the next day to repair the leak by suturing and the event lead to an extended hospitalization by one day. The patient underwent a proctoscopy exam to determine the leak.